Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false positive reaction of the negative control with seraclone anti-n. The customer used panel cells of a competitor as a negative control. The customer reported that the IFU (instruction for use) were followed accurately. The customer did return the supposedly defective product, but not the panel cells that had caused false positive test results. The returned customer sample was tested in comparison to our qc laboratory's retained sample of seraclone anti-n with mm red blood cells (donor samples, and biotestcell reagent red blood cells). All mm red blood cells ( ready for use) yielded a correct negative reaction. The competitors reagent red blood cells yielded unspecific reactions after washing (3x) with isotonic saline. We are not in a position to provide an explanation for this. The biotestcell reagent red blood cells as well as the donor red blood cells always yielded a specific reaction when tested according to the instructions for use. The ph- value of our qc lab's retained sample met the acceptance criteria. The ph-value of the returned customer sample could not be checked because the reagent volume was too low. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-n functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported a false positive reaction of the negative control with seraclone anti-n. The customer used panel cells of a competitor as a negative control. The customer reported that the IFU (instruction for use) were followed accurately. The customer did return the supposedly defective product, but not the panel cells that had caused false positive test results. Investigational testing in our quality control laboratory is still ongoing.

Manufacturer narrative:
This is our initial report on this incident.